Event description:
On 09/17/2025, the reporter stated that the user¿s ilet device screen was cracked and the device could not be unlocked. The user¿s blood glucose (bg) remained stable. The user continued insulin therapy using their dexcom g7 cgm and was sent a replacement ilet device via next-day delivery. No injury or health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.